Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse events occurred due to the defective battery. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (lack of audio, service code 204) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and no alarms were audible. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse events occurred due to the defective monitor. Manufacture dates: battery pack (B)(4) (B)(6) 2018, monitor sn (B)(4). (B)(6) 2013.

Event description:
A us distributor reported that a patient's battery would not power on a monitor and that a patient was receiving a service code 204 (belt/monitor unusable).